Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer contacted the site for further event information and was notified that no further information was available for this event. Based on the limited information the root cause of the event cannot be determined and no further investigations can be performed at this time. Fields changed: b4, g4, g7, h2, & h6.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2020 a patient was intended to receive a carbomedics standard m7-027 mechanical mitral heart valve. The manufacturer was notified that the valve was removed intra-operatively. No further information was received.